Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer alleged the rail was in the up position so the customer can get out the bed customer alleged that when the customer went to scoot herself out the bed, the patient scrapped her shin on the part of the rail that has a "plug button". Customer stated that the plug button was off at the time of transport. Customer alleged the patient had received 14 stitches due to the scratch/cut.